Event description:
Information received indicates the swivel ratchet slips on the right head caster when the brake is set.

Manufacturer narrative:
The technician replaced the worn right head caster to repair the stretcher.